Manufacturer narrative:
Additional narrative: the manufacturer investigation results are as follows. The returned extraction screw is found to have a broken tip. Approximately 3.5mm is missing from the tip. The piece of the broken tip was not returned. The remainder of the device is in good condition. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A visual inspection, drawing review and DHR review were performed as part of this investigation. Use of the extraction screw for 4.5mm and 6.5mm screws is outlined in the screw removal set technique guide j8569-c. The following drawings were reviewed during investigation. Se_242790 rev b (current and manufactured) the design history was not found to impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for the intended use when employed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that: DHR review for: part # 309.530, lot # 8551706, manufacturing site: (B)(4), manufacturing date: 22. Aug. 2013. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a conical extraction screw for large screws and 4.9 bolts malfunctioned during an unknown procedure. While using the conical extractor screw, the surgeon noted that threads began to peel off of the instrument, and a thread fragment was generated. The fragment was retrieved, and the conical extraction screw and the fragment are available to return. There was another conical extraction screw available to use to complete the procedure. There were no reported fragments left embedded in the patient, and there was no reported harm to the patient. The reporter was not present during the procedure, and confirms that all known information has been provided. This complaint involves one device. This report is 1 of 1 for com-(B)(4).